Event description:
This spontaneous report was received on (B)(6) 2015 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using johnson and johnson floss mint waxed (route: dental, lot number 1894d, frequency and expiration date unspecified) for unknown indication. After an unspecified duration, when the consumer opened up the package, pulled and cut a piece of floss for the first time, the cutter fell off . This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2015 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using johnson and johnson floss mint waxed (route: dental, lot number 1894d, frequency and expiration date unspecified) for unknown indication. After an unspecified duration, when the consumer opened up the package, pulled and cut a piece of floss for the first time, the cutter fell off. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information was received on 06-mar-2015. The returned sample was received on 05-feb-2015 with printed lot number 1894d and was visually inspected on 16-feb-2015. The sample was received inside the blister packaging and the product was partially used. The insert was broken on the edge where the cutter is hooked and the broken part was loose inside the dispenser. According to the visual evaluation, the field sample did not meet specification. A review of the data revealed no trend for the lot number. The retained sample was visually evaluated and did not present any defect. All product components presented in good condition. The device history records were reviewed and no issues, defects or investigations were created related to insert breakage defect. Manufacturing related issues were reviewed and no issues were found associated with the lot number and product reported for insert breakage defect. The complaint investigation was closed with a disposition of confirmed since the field sample was received with broken insert. Based on the information available, the device was used for treatment. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.